Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting off. Subsequently, the pump was turned on, the battery gauged fluctuated, and a continuous glucose monitor error 42 occurred. Reportedly the customer had an alternate pump for insulin therapy. The customer's blood glucose level ranged between 200-300mg/dl.